Event description:
Alleged the lift off foot section on the bed is not locking in place.

Manufacturer narrative:
The hill-rom service technician investigated, and was informed that the lift of foot section would come off the bed, when the staff was maneuvering the bed around a corner. The service technician inspected the bed, and could not duplicate the failure.